Event description:
Infant was brought to emergency dept via ambulance unresponsive. Had been receiving CPR. Emergency dept nurse started bagging with infant ambu-bag/mask. Attempts at bagging were unsuccessful. Upon examination of bag 3 holes were found in the ambu bag. Pt was dead on arrival at emergency dept. However, if the pt had not been dead this would have not helped. Device did not cause pt death.